Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
There was a fiber on implant when opened during surgery which compromised sterility. Not implanted. Fiber was seen during surgery, surgeon discarded and used a new one. Unable to identify type of fiber. No adverse consequences to the patient and no surgical delay.